Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The instruction for use (ic 393), which is supplied to the user with this catalog number states: "the potential complications include but are not limited to the following: vessel perforation, thrombosis, pulmonary embolism, phlebitis, hematoma, infection, skin pigmentation alteration, neovascularization, paresthesia due to thermal damage of adjacent sensory nerves, anesthetic tumescence, non-target irradiation, hemorrhage, necrosis, dehp exposure, skin burns and pain." An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch.

Event description:
As reported (B)(6) 2013, a female patient of unknown age had an endovenous laser treatment procedure performed on (B)(6) 2012 on the bilateral saphenous vein. It was reported that there were no complications or product malfunctions at that time and the procedure was successfully completed. Approximately two to three weeks post procedure, the patient complained of a burning dysesthesias that radiated from her hip to her knee in her right leg. She reported that the pain is constant and home treatments of heat, cold, and analgesics did not alleviate the pain. She reported that movement of the leg does not affect the intensity of the pain. There was no reported swelling, redness, tenderness or any other signs of inflammation in or on the leg. An ultrasound of the extremity noted no unusual issues. It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation.